Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00805. This report is being submitted as additional information. Approximate age of device- 1 year, 0 months, 7 days. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial (B)(4), and the reported gi bleed could not be conclusively established through this evaluation. Additionally, the submitted log files revealed no unusual alarms. The pump speed remained above the low-speed limit for the duration of the log file and the log files appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 lvas, serial (B)(4). Heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to gastrointestinal bleeding (gi). The patient was transferred from an acute rehabilitation facility for melena and anemia. The patient presented with having 3 days of dark stools, however denies bright red blood. Lab results showed a drop of their hematocrit (hg). The patient complained of dizziness, but denies fall, abdominal pain, syncope, nausea, vomiting and diarrhea. Upon transfer, a repeat complete blood count, (cbc) showed the patient¿s hemoglobin (hgb) at 6.9 g/dl with a baseline of 9.8 g/dl. Since admission, the patient has been transfused with 2 units of packed red blood cells (prbc). Their hg is currently 8.0 g/dl. Anticoagulants have been held. On (B)(6) 2018, video capsule results reported that there is a plume of blood in the proximal jejunum next to an angiectasia; which is likely the source of patient¿s melena. Plan for upper balloon assisted enteroscopy on (B)(6) 2018. A reported total number of prbc transfusions were 4 units. It was reported that on (B)(6) 2018, the patient was admitted to the hospital due to acute kidney injury (aki) and presented with gastrointestinal bleeding (gi). On (B)(6) 2018 the patient underwent a polypectomy with 6 colonic polyps removed. No additional information has been provided